Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
2 implants both nps. "Dr albright attempted to place a 4.2 x9mm implant into the #6 site and a 3.6 x11 implant into the #7 site on (B)(6) 2025. Both of these implants were removed during the surgery on (B)(6) 2025 as both implants lacked stability. Dr albright decided to bone graft the #6 #7 sites on (B)(6) 2025 to give these sites more time to heal before implant placement."